Event description:
While attempting to defibrillate a patient who had coded, the device display "defib fault 72" and "defib fault 108" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.